Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter into the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to patient complained of glare/haloes. The problem was resolved and the patient was happy.

Manufacturer narrative:
Claim# (B)(4).